Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hernia repair on (B)(6) 2010 and mesh was implanted. The patient had multiple revision surgeries due to unspecified complications. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) - surgical intervention additional information. Additional narrative: it was reported that the patient underwent mesh revision on (B)(6)2013.